Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger has been completed. The reported problem was reproduced. The cause of the charger problem was an unknown liquid in the battery charger. The root cause of the defective charger was probably liquid spilled into the well of the battery charger. The battery charger was scrapped. No adverse event resulted from the damaged charger. The patient received replacement charger.

Event description:
The nurse of a male patient contacted lifecor customer support to report that the battery charger was not charging the patient's battery packs all the way. Support had the nurse download and the download revealed a fault. Support sent a patient services representative (psr) to the patient to replace the battery charger.